Event description:
The patient had an infection of the stitching at the pocket site. The patient went to the ER and was given antibiotics. It was clearing up, but now the patient had the feeling of itching all over her body. The patient was encouraged to contact her physician. Additional information has been requested, a follow-up report will be sent if additional information becomes available.